Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 200-300 mg/dl; cause was due to insulin drips were not exiting the infusion set tubing during the load fill process. Customer was treated with ativan, haldol, and benadryl but no treatment was needed to address the bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.